Manufacturer narrative:
The patient included in this study was treated with negative pressure wound therapy from jan 2011 to jan 2012. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged hemorrhaging and amputation are related to v.a.c. Therapy. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. It was noted that the patients "in poor general condition, with previous major surgery and the presence of other cardiorespiratory complications were treated with vac application" were included in this study. The article further stated "the patients treated with v.a.c. Therapy were in worse general condition with more complex complications." The state of the patient's general condition and the patient's underlying co-morbidities were unknown. Device labeling, available in print, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Device identifier not provided.

Event description:
On jul 29 2016, kci received article, koncar, igor, et.al. Vacuum-assisted wound closure in vascular surgery - clinical cost benefits in a developing country. Vojnosanitetski pregled. 2016; 73(1):9-15. Doi: 10.2298/vsp131222127k that reported the following: the aim of our study was to explore the results of vac therapy in vascular surgery comparing to conventional methods and to test cost effectiveness of this method in a developing country like serbia. Additional information reported under primary endpoint in patients treated with vac, "there was one groin bleeding in the patients with groin infection. Bleeding was related vac treatment." On aug 04 2016, kci received the following information from co-author/physician: "vac therapy probably contributed to the bleeding." The amount of blood loss was stated as 500ml which reportedly required intervention noted as ligature of synthetic graft and subsequent right above the knee amputation. The physician confirmed the unit's serial number was not available therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Date of event: was populated with (B)(6) 2011 as was previously left blank. Model #: corrected from infov.a.c. ® therapy to wndinf. Based on the corrections, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging and amputation are related to v.a.c.® therapy.